Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the event started on (B)(6) 2021 and the patient was admitted from (B)(6) 2021to (B)(6) 2021. The patient had a driveline infection. The type of infection was pseudomonas aeruginosa and staphylococcus epidermis. The patient had flushed tissue and the infection was detected in swab. The patient was treated with a changing in medication, antibiotics administered, removal of infected tissue and vacuum cover of the wound.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a major infection (B)(6) 2021. The patient was hospitalized and required changes to medication. The infection resolved with sequela and persistent disability. The infection was reported to be device related. There were no alarms for this event.